Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant, the right atrial (ra) lead would not insert into this implantable cardioverter defibrillator (ICD) header. The physician noted that the set screw was partially visible when fully retracted. The lead was eventually able to be fully inserted. No adverse patient effects were reported. The system remains in service.